Event description:
It was reported that the device recorded non-sustained lead noise episodes due to premature ventricular contractions. Upon review of the egms, a sensing latency between the near and far field channels was found to be the cause of the nonsustained lead noise episodes. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.